Event description:
Post atherectomy on the tibial artery, the physician went in with a 2.5x150x150 nanocross. The balloon would not inflate when they crossed the lesion. The physician pulled the catheter back and saw a distal marker about 1cm distal to bony landmark of the ankle joint. The physician removed the balloon catheter and inflated the balloon, which was intact, but the tip of the system appeared to be left in a branch vessel. The balloon held air but had no distal marker. The physician attempted to snare it with no luck. The vessel still has flow, with no patient pain.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.